Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced sterility issues (product not sterile), along with the i.v shields and/or protective cap coming off letting needle exposed. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: before use it found that opening the np needle cap, the IV needle tip is exposed and it is prone to needle stick injuries, no impact on patients. There were actually 2 nurse needle stick injuries occurred when open the np needle shield, but no blood contact.